Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pressure loss was observed in the tracheostomy tube cuff two weeks after placement in a tracheostomized patient. The tracheostomy tube was exchanged for another without any report of patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation. A visual inspection was conducted and found that all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and the cuff held the air. The sample was left inflated for twenty four hours and no deflation was observed. The sample was then submerged in water and no leaks were found. The reported malfunction was not confirmed in the returned sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. An inflation deflation test is performed on all products and any defective products are removed from the lot.